Event description:
It was reported that during insertion of the intraocular lens (iol) the haptic broke. The broken haptic piece stayed in the insertion cartridge and the remaining lens was safely removed from the eye with no injury to the patient. The incision was minimally enlarged. A back-up lens was implanted and the case completed successfully.

Manufacturer narrative:
The lens was received and inspected under 10x magnification. Results show an optic cut in half with one broken haptic with dried material on the surface. The insertion cartridge shows stress marks on the tube and dried material in the tube, consistent with a cartridge through which a lens has been passed. The iol met all manufacturing specifications prior to release to the market. The cause of this event was not determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.